Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump was connected to a test glucose monitor and communicated properly; the insulin pump was monitored for 3 days with several boluses were programmed and delivered. All bolus delivered were properly recorded at the bolus and daily totals history screens. No bolus anomaly noted. The insulin pump was able to download and all bolus delivered were found at the carelink report. No history anomaly noted. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is not recording the bolus history. Customer is certain of delivering the boluses but when checking the bolus history, no record is found. Customer stated that the issue has been happening for the past few months. Blood glucose value was 8 mmol/l. The insulin pump would be replaced and returned for analysis.